Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent maxillomandibular osteotomy with plates in question. The postoperative course was uneventful. However, the patient did not come for a routine postoperative check-up. On (B)(6) 2021, the revision surgery was performed to remove implants. During the revision surgery, it was found that the plates used on both inner sides of the maxilla were broken at 2 points where the cranks were located. The revision procedure was completed successfully without any surgical delay. There was no particular sign that the plates might have broken until the revision surgery was performed. The condition of bone union was good even after removal of the plates, and there was no major problem. This report is for one (1) matrix lock maxillary plate w/position in. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrix lock maxillary plate w/positionin the device was broken into 2+ pieces and all broken fragments were returned. No other issues were identified. The dimensional inspection was performed for matrix lock maxillary plate w/positionin and it is within the specification limit. The observed condition of the matrix lock maxillary plate w/positionin in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the matrix lock maxillary plate w/positionin. While no definitive root cause could be determined, it is probable that the matrix lock maxillary plate w/positionin was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: lock maxillary part left/right: se_217742 rev b (current/manufactured). Dimensional inspection: dimensional inspection was performed for the design of device. Device history lot - part # 04.511.924s, lot # 4l55295, manufacturing site: werk mezzovico, release to warehouse date: 29 may 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.